Event description:
Resident was being transferred via hoyer lift from w/c to bed when the lift malfunctioned. The cnas were following protocol during transfer. Resident fell approx. 5 feet to floor. 911 called, neuro and vitals were stable, and resident was sent to hospital for evaluation. Resident returned to facility with no significant injuries - just more contusions & bruising-. The hoyer lift which malfunctioned was immediately locked out and put in to the ed's office behind locked doors. Maintenance's findings were as follow: the area that failed is a connection point between the scale and the collar assembly that holds the cradle. This connection point is not visible unless the cradle is removed and even then you have to look up into the collar assembly to view it. The connection is basically a threaded rod that comes down from the scale and goes through the collar. That rod is secured to the collar by a stop nut. The stop nut appears to have stripped off of the threaded rod. The interior threads of the nut are flattened and there were metal splinters protruding from it. The threaded rod appeared to be okay. Maintenance reviewed the instruction and maintenance manual for the lift and found no mention of this area to be checked regularly. Maintenance inspected all other lifts in the facility to be okay. This lift was just put into service on 03/26/07. Direct supply is facility's vendor but joern's healthcare - formerly sunrise medical - is the MFR.